Event description:
Boston scientific corporation became aware of an event involving a rx needle knife xl and dreamwire through the article titled, "early and primary needle knife fistulotomy in endoscopic retrograde cholangiopancreatography (ercp): should this be used more often?", by wai liam lam et al. Per the article, between (B)(6) 2013 and (B)(6) 2023, a total of 329 patients underwent needle knife fistulotomy in endoscopic retrograde cholangiopancreatography (ercp) for biliary access. One patient experienced severe pancreatitis which resulted to death. Please see the reference article for full details.

Manufacturer narrative:
Block b2: the exact date of the patients' death was not reported. The retrospective study start date of (B)(6) 2013, is used for the estimated date of death. Block b3: the exact date of the event was not reported. The retrospective study date of january 1, 2013, is used for the estimated date of event between january 2013 and december 2023. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, were unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block g2: literature source: wai liam lam; michael ding; chia chuin yau; roderick prawiradiradja; srisha hebbar. "Early and primary needle knife fistulotomy in endoscopic retrograde cholangiopancreatography (ercp): should this be used more often?" Gastroenterology, university hospitals of north midlands nhs trust, stoke-on-trent, UK, frontline gastroenterology 2025;0:1-7, https:// doi.org/ 10. 1136/ flgastro- 2024-102937 block h6: imdrf patient code e1021 captures the reportable event of pancreatitis. Imdrf impact code f02 captures the patient's death.